Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture, high pacing impedances, and sensing issues. Under fluoroscopy, the ra lead was found to be fractured. This lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.